Event description:
It was reported when using the pyxis medstation es system, medication was not visible, and the device failed to communicate with the server. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to the hospital network. The technical support specialist reviewed the station logs and identified a network problem. The hospital's it department resolved the network-related issue. The system functioned as intended after the technical support specialist troubleshooted the device.